Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire was found to be bent, which is consistent with the distal tip having seen significant force in use. Inner component evaluation found no manufacturing anomalies. It appears that the bent component contributed to a combination of factors that led to the broken fasteners deploying. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device and is most reasonably determined to be associated with a user related root cause. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."

Event description:
It was reported that the optifix fixation device failed to fire correctly during a case and when the fastener did release, it came out in pieces. All pieces are reported to have been retrieved from the patient/surgical site and there was no patient injury reported.